Event description:
Patient to operating room for laparoscopic cholecystectomy. During gallbladder removal, the retrieval bag broke causing contents of the gallbladder to spill in the abdomen. Case required stone retrieval and abdominal irrigation. FDA safety report ID# (B)(4).